Event description:
Bag malfunctioned upon transfer of pt from or to ICU, and a bag was placed on intubated pt. Great deal of resistance noted. Rptr zeroed peep valve. No change, rptr removed peep valve, no change. Rptr reconnected pt to anesthesia machine, and got a new bag placed on to pt's et tube and problem was cleared. Please note bag was soiled from previous use on same pt and expiratory valve was malfunctioning.